Event description:
Pt presented to physician for impedance check. Ventricular lead impedance at implant was 1246 ohms. Six months later, it had risen to 6832 ohms. Physician suspected fracture of the leads. Pt admitted to hosp. During surgery, it was discovered that the set screws in te pacemaker generator had malfunctioned and stripped. Pt underwent pacemaker generator and lead replacement.